Event description:
It was reported that the device was unable to terminate an arrhythmia with antitachycardia pacing during an unrelated procedure. However, the device successfully resolved the arrhythmia with defibrillation therapy. No malfunction was alleged against the device. No additional intervention was performed to resolve the event and the patient was in stable condition.